Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the insulin pump alarmed no delivery during prime. The blood glucose at the time of the incident was unknown. It was stated that the customer had a new infusion set; removed the reservoir from the insulin pump to push insulin with the plunger, but insulin did not exit the tubing. The product will be returned for analysis.